Event description:
A philips field service engineer (fse) went to the customer site and observed failing of loudspeaker inop error. The fse determined the device mainboard was faulty on the mp70 and would require replacement. No patient involvement.